Event description:
It was reported that the patient alert was triggered due to high impedance. It was also reported that the impedance rise has been gradual over the past year. The patient alert limits were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that right ventricular (rv) defibrillator and superior vena cava (svc) impedance remain high. The svc coil was turned off and rv defibrillator and svc alert tones were programmed off. It was also noted that the patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study.

Event description:
It was reported that the patient alert was triggered due to high impedance. It was also reported that the impedance rise has been gradual over the past year. The patient alert limits were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the right ventricular lead integrity alert was triggered, impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and the impedance trend on the svc (superior vena cava) defibrillation coil was variable.